Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient ¿had turned it off by doctor¿s instructions, just at night to see if it was causing leg cramps. Evidently they thought they had turned it on and didn¿t.¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation. It was reported that patient did not know how their implant went off and that they initially turned off their implant to see if it was causing their leg cramps, but confirmed it did not rid leg cramping. Patient stated they thought they turned it on with the stimulation on button but reviewed that the programmer showed implant was off. Patient further stated they had been drinking pickle juice and does not know how, but it helped. Patient additionally stated they could change programs on the programmer but could not increase stimulation. Patient was on program 4 at 0.4v and confirmed programmer was showing implant was off. It was reviewed that in order to increase stimulation, implant had to be one. Patient turned implant on and was able to increase stimulation. No further complications were reported.